Manufacturer narrative:
D9: date returned to manufacturer: 17-jan-2024. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed there was a crack at the bottom corner of the pump. Review of the event history log showed occurrences of "starting ll2" "no disposable" messages. Functional testing found the pump to be delivering within specification. Testing was performed on the air detector as as "air in line detected" alarm message was displayed. The air detector was found to be inoperable. The investigation determined that a defective air detector and downstream occlusion sensor were the most probable cause of the reported issue. The downstream occlusion sensor and air detector were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer.

Event description:
It was reported that the pump was scheduled to finish however the pump never beeped. The pump was left to run longer but did not reach empty. Air was noted. 83.30 ml was given but the cartridge was dry. No patient injury was reported.